Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2016 to revise the ipg pocket.

Event description:
Follow-up identified during the (B)(6) 2016 surgery to address pain at the ipg site, the ipg pocket was made deeper.